Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for shortness of breath. It was noted that the atrial lead was capturing the ventricle. Lead dislodgement was confirmed on x-ray. The malfunction contributed to chf. The lead was repositioned on (B)(6) 2020. The patient was stable.